Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding surgery details are not available. The recipient has resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with a bump and pain. The recipient underwent repositioning surgery.